Event description:
It was reported by service report that the right siderail latch handle is broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: handle.